Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 2mm x 10cm saber percutaneous transluminal angioplasty (pta) catheter was used; crossed the lesion and was inflated, but the pressure did not rise. The balloon burst during initial inflation before its nominal pressure. The complaint device was replaced with another saber device which inflated the lesion. The procedure was completed with a non-cordis balloon catheter. There was no reported patient injury. The physician thought the complaint device might have become damaged when crossing severe calcification. A non-cordis guidewire had initially crossed the lesion described as being 15cm of chronic total occlusion (cto) at the left superficial femoral artery with no vessel tortuosity and one-hundred per cent stenosis. The device was stored, handled, and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty removing the product from the hoop or difficulty removing the protective balloon cover nor difficulty removing the stylet or any of the sterile packaging components. The device maintained maintain negative pressure during preparation. There was no resistance/friction while inserting the balloon into the patient. The catheter was never in an acute bend. The balloon did not kink while being used. The product was removed intact (in one piece) from the patient. The device was discarded due to suspicious infectious disease.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82257867 presented no issues during the manufacturing process that could be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 2mm x 10cm saber percutaneous transluminal angioplasty (pta) catheter was used; crossed the lesion and was inflated, but the pressure did not rise. The balloon burst during initial inflation before its nominal pressure. The complaint device was replaced with another saber device which inflated the lesion. The procedure was completed with a non-cordis balloon catheter. There was no reported patient injury. The physician thought the complaint device might have become damaged when crossing severe calcification. A non-cordis guidewire had initially crossed the lesion described as being 15cm of chronic total occlusion (cto) at the left superficial femoral artery with no vessel tortuosity and one-hundred percent stenosis. The device was stored, handled, and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. The device maintained maintain negative pressure during preparation. There was no resistance/friction while inserting the balloon into the patient. The catheter was never in an acute bend and the balloon did not kink while being used. The product was removed intact (in one piece) from the patient. The product was not returned for analysis as it was discarded due to suspicious infectious disease. A product history record (phr) review of lot 82257867 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a chronic total occlusion likely contributed to the reported event. Damages to the balloon material may have occurred during the attempt to cross or upon inflation. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.